Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose level was 153 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.